Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
Anterior scoliosis. (B)(4) alif cage small 5 degree 10mm this item broke as it was positioned in the patient and then removed. All pieces of the implant were obtained and discarded by the surgical team. A different sized cage was then implanted at this level of the spine and there was no delay in surgery. (B)(4) alif cage small 5 degree 8mm the thread of this item was stripped during implantation when the insertion instrument was used to manoeuvre the implant into position. The surgeon no longer needed to position the implant any further after this manoeuvre and therefore the implant stayed insitu and there was no added delay in surgery.